Event description:
It was reported that the atrial intrinsic amplitudes were out of range and further recent information showed right atrial (ra) lead undersensing on the stored right atrial automatic threshold (raat) test elect program (egm) sent to the clinic. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that the atrial intrinsic amplitudes were out of range and further recent information showed right atrial (ra) lead undersensing on the stored right atrial automatic threshold (raat) testelectrogram (egm) sent to the clinic. No adverse patient effects were reported. The system remains implanted.